Event description:
Info received indicated the right siderail will not latch.

Manufacturer narrative:
The hill-rom tech found a sticky substances in the latch pivot. He cleaned and loosened the latch to resolve the issue.